Event description:
The customer reported an alarm during the rewind process. Troubleshooting was performed, and the customer was able to program a test bolus. However, the bolus did not record in the bolus history. The customer programmed a second test bolus, and again, it did not record in the bolus history. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded/loose motor support disk. No alarms were noted.